Event description:
Customer reported water coming from the bottom of the c111. The leak was coming from the waste drain onto the floor and into a walkway prior to containment with towels. No discrepant or erroneous pt results were generated and no operators were harmed.

Manufacturer narrative:
The field service rep determined a defective waste pump and clogs in waste tubings to be the cause. He replaced defective pump and cleaned waste tubings. He performed operational tests, calibration and quality control, all which were successful.